Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was developing an irritation on her back. Patient reported getting hot and sweaty, causing the irritation. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cream by a physician. Follow up indicated that patient has been using the prescribed cream and changing garments more frequently and the irritation has been improving.